Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation evaluation. A visual inspection of the returned device was conducted. A document based investigation was also performed including a review of complaint history, device history record, the instructions for use, and quality control data. One device was returned for investigation. The returned packaging confirms the reported complaint device lot number. Inspection of the returned device confirmed that the rapid installation system was returned in used condition. It was noted that one of the luers on the dual check valve was occluded with a dried unknown substance, and the top edge of the luer appeared broken. A review of the device history record found no non-conformances. Because there were no non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in the field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information: warns the maximum inflation is 500ml. Do not overinflate the balloon. Balloon should be inflated with sterile liquid. Balloon should never be inflated with air, carbon dioxide or any gas. The IFU also precautions to avoid excessive force when inserting the balloon into the uterus. It has been concluded that unintended user error contributed to this incident in the form of excessive force applied to the luer on the check valve. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 05sep2019: the device was attempted to be placed transvaginal 3.5 hours after delivery. The tip of the syringe broke off in the inflation port. Two units of unspecified blood product were given to the patient after two liters were lost. The patient was taken to the operating room for a d&c (dilation & curettage) to remove retained blood clots. A second bakri device was placed, and hemostasis was successfully achieved. No part of the device had to be retrieved from the patient. No section of the device was retained inside of the patient.

Manufacturer narrative:
Occupation: supply chain manager. PMA/510k #: k170622. (B)(4). A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a tamponade of hemorrhage following a delivery procedure using a cook bakri postpartum balloon with rapid instillation components, the "luer broke off in device" and the physician was unable to inflate the balloon as a result. Part of the device had to be retrieved. An additional surgery was needed to either remove the device or to control the bleeding. Additional details have been requested regarding the patient and event. At this time no additional information has been provided.